Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, serial #: unknown, implanted: (B)(6) 2018, explanted: unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown/unknown, ubd: unknown, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving morphine [20 mg/ml] at a dose of 1.1 mg/day via an implantable pump. The indication for use was not provided. It was reported that in (B)(6) 2018 the catheter was changed because the catheter was blocked. It was reported that the patient experienced underdosage symptoms. It was reported that it was unknown if any diagnostics/troubleshooting were performed. It was noted that the catheter lot number was unknown. The cause of the catheter block could not be determined. The catheter was discarded. No further complications were reported or anticipated.